Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In how many days did the suture absorb? What medical or surgical intervention was required?

Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date and suture was used. After the procedure, the surgeon saw that the suture absorbed "too quickly¿. There were no adverse consequences for the patient reported.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Manufacturer narrative:
Representative samples were returned for evaluation and examined for visual defects: according to the sample condition, no defects were observed and no performance - absorption of suture could be observed.

Manufacturer narrative:
Representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.